Manufacturer narrative:
Evaluation summary: the ace14s was received with the link pin detached, the link pin was returned inside a package. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during as gastrectomy, a little metal part had fallen away from the instrument handle during the procedure.